Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was gained from the left femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The 4.0 x 60/135 (4f) sterling mr balloon catheter used for dilation, was inflated 1st to nominal pressure, and 2nd to 10atms when it ruptured. The device was removed intact. The procedure was completed with a 5.0 x 60mm sterling mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).